Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 428 mg/dl and a high ketone level. It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer did not provide cgm bg readings, nor was able to provide meter bg readings. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Bg was treated via intravenous insulin and saline. No information was provided regarding when the customer left the ER., however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.